Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2011. At the implant procedure, the pt had good impedances. At the first post operation appointment, two contacts on the lead had high impedance readings. The sjm representative was able to program around those contacts to get stimulation coverage.